Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent extension to treat an abdominal aortic aneurysm (aaa). Approximately 5.5 years post initial procedure, aneurysm enlargement with no noticeable endoleak was reported . A secondary procedure was completed. The physician elected to reline the original implant with the ovation sealing system to treat the reported aneurysm enlargement. The patient was reported as doing well post intervention. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported event of sac growth of 23.5mm. Device, user, procedure or anatomy relatedness and procedure related harms for this event could not be determined with the medical records available for review. There was also evidence of a previous endovascular procedure occurred (lumbar coiling). Further investigation discovered that this patient had a type 2 endoleak and physician elected to coil the lumbar. As a type 2 endoleak is not a device failure related adverse event, there was no need to report this event. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Correction: patient code: remove code 1924. Conclusion code: remove code 11. Device code: remove code 1354.